Event description:
A supplemental report is being submitted due to completion of the investigation on 28 aug 2024 and common name submitted in the initial report was incorrect and has been updated from fge (catheter, biliary, diagnostic) to fcg (kit, needle, biopsy).

Manufacturer narrative:
PMA/ 510k#: k210476 device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr 427322. Manufacturing records prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c1805623 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077). Pr 427322 investigates user error ¿ stylet partially removed when advancing the needle into the biopsy side. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. The root cause is unknown as no device was returned to confirm a material issue but based on the information provided it is likely that possible root cause could be attributed to the device being used in a tortuous position during the procedure as indicated in the additional information ¿scope in long position so had an angled shape¿ and additional force which can be applied when trying to get the needle out of the scope during advancement ¿ ¿physician felt some resistance inserting the device through the scope¿ potentially causing the needle to break below sheath extender. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Sumary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
PMA 510k # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an endoscopic ultrasound procedure in which the echotip procore high definition ultrasound biopsy needle, g53585, was used. Needle was advanced down an olympus gf-uct180 scope and into the gastric body. Scope was in long position so had a slightly angle shaped. Physician felt some resistance inserting the device through the scope but once the physician relaxed the scope the device went down the scope and then the needle broke. Needle broke at the distal end of the handle that connects to the biopsy port. Nothing broke off inside of the patient and the device was removed and placed into a sharps container for disposal. Another of the same device was used to complete the procedure. 4.0 rpn prefix: echo. 4.1 for all complaints, ask: are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. If the device is a procore needle, is the device damage located at the notch / core trap? Distal end of handle that connects to the biopsy port. If no, please specify where the damage is located: was gaining access to the target site difficult? No. Was the device used in a tortuous position? Scope in long position so had an angled shape. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Gastric body. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. N/a. Please describe the size of the intended target site. Gastric body. If not with the device in question, how was the procedure performed and/or finished? Used another of the same device. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Olympus gf-uct 180. Was resistance felt while inserting the device through the scope? Yes- once relaxed scope the device went down scope and then it broke. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Once relaxed scope the device went down scope and then it broke. Was the syringe used during the procedure, after the stylet was removed? No samples obtained. Was difficulty experienced while retracting the needle? N/a. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. Was the endoscope in a flexed or twisted position at any time during the procedure? Scope in long position so had an angled shape. Was the stylet partially removed when advancing the needle into the target site? Yes how many samples were obtained (passes completed) with this needle? None. Did any section of the device detach inside the patient? No. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No slipping, difficulty locking. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Attaching. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?